Manufacturer narrative:
Initial reporter phone: (B)(6) / (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix panel nmic-306 cpo detected false positive. The following information was provided by the initial reporter: nmic 306 cpo detect calling out pseudomonas aeruginosa isolates as cpos class a and d (false positive results); when a subset of these isolates were further tested by an reference laboratories laboratory developed pcr tests, results were not corroborated.

Manufacturer narrative:
H6. Investigation summary: this complaint is not confirmed. This complaint is for false positive cpo results when using phoenix panel nmic-306 (449292) batch unknown. The customer did not provide panel returns, isolate returns or lab reports for the investigation. Further follow up between the customer and their bd microbiology application specialist indicates that the customer is not interested in pursuing further investigation. Since a batch number was not provided, this complaint is unable to be confirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect (false positive cpo). Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that bd phoenix panel nmic-306 cpo detected false positive. The following information was provided by the initial reporter: nmic 306 cpo detect calling out pseudomonas aeruginosa isolates as cpos class a and d (false positive results); when a subset of these isolates were further tested by an reference laboratories laboratory developed pcr tests, results were not corroborated